Event description:
It was reported the patient¿s battery experienced unknown battery depletion. The patient experienced a loss of stimulation/therapeutic effect and a shocking/jolting sensation. It was reported the patient¿s ipg did not hold charge and she felt a shocking even when the device was turned off. Explant and device replacement was required as a result of the event. No diagnostic testing was performed or required. It was unknown if there was a product issue and the cause was undetermined. The patient¿s status was noted to be alive with no injury. Additional information received reported the ipg was implanted and connected to another lead in california. It was noted the physician only removed the ipg. It was reported ¿it did not last¿ and even when the ipg was charged the patient felt shocking. It was noted the patient had a new lead and a new ipg implanted by the physician in a different part of her body. Additional information received confirmed that a total new system was implanted in a different place of the patient¿s body and she was reportedly ¿doing fine now.¿

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the lead (serial no. (B)(4)) found no significant anomaly. The stim lead body was cut through/product segmented. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 8591-38, lot # d14205, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot # n326076, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot # n317047, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.